Event description:
A nurse reported that a pt was diagnosed with streptococcus viridans peritonitis during a peritoneal dialysis clinic visit, on (B)(6) 2015. The pt was treated with an unk dose and frequency of cefazolin, via intraperitoneal route. This nurse stated that the episode of peritonitis was due to touch contamination, where the pt did not practice aseptic technique and broke the sterile field during treatment. The pt did not wash their hands and did not wear a mask. No peritoneal dialysis treatments were missed. As of (B)(6) 2015, the pt's signs and symptoms of peritonitis have resolved, the pt completed their prescription of cefazolin and the pt continues to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without any further issues.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. A supplemental report will be submitted when medical records are received. The device was not returned to the manufacturer for analysis. A plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.